Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported by the patient's doctor that the patient allegedly suffered an injury "due to the change in size of catheters."

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product family for this latex foley catheter product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the latex foley catheter product ifus are found to be adequate based on past reviews. (B)(4).

Event description:
It was reported by the patient's doctor that the patient allegedly suffered an injury "due to the change in size of catheters."